Event description:
The customer was hospitalized for low blood glucose levels. The customer did not disclose any further info, but she did state that prior to being hospitalized, the insulin pump got wet. She also stated that her blood glucose levels were fine once she arrived at the hospital.

Manufacturer narrative:
The insulin pump alarmed, no delivery outside of specified range.